Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The beep alert for out of range impedances was turned off, however, the patient reported hearing beep tones again. Boston scientific technical services (ts) confirmed that there we no new alerts recorded, and the beep alert was programmed off. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated high out of range pacing impedances continue to be observed on the ra lead. Noise was also observed on the ra lead. Boston scientific technical services (ts) discussed the noise may be due to oversensing the respiratory rate trend (rrt) signal. The device was programmed to pace/sense in both the atrium and ventricle with a lower rate limit (lrl) of 40 beats per minute (bpm). This ICD and ra lead remain in service. No adverse patient effects were reported. Additional information was received which indicated this ICD was explanted and replaced due to normal battery depletion (nbd). This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The beep alert for out of range impedances was turned off, however, the patient reported hearing beep tones again. Boston scientific technical services (ts) confirmed that there we no new alerts recorded, and the beep alert was programmed off. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated high out of range pacing impedances continue to be observed on the ra lead. Noise was also observed on the ra lead. Boston scientific technical services (ts) discussed the noise may be due to oversensing the respiratory rate trend (rrt) signal. The device was programmed to pace/sense in both the atrium and ventricle with a lower rate limit (lrl) of 40 beats per minute (bpm). This ICD and ra lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated. .